Event description:
As reported, approximately 8 years and 8 months post the initial right tka, the patient was revised due to suspected oxidation of the knee poly. The patient was revised to e-poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6) 02-010-01-0320 - logic femoral ps cem right sz 2. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 201-78-89 - 3" drill bit, mod. Hex 2 pack. (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6) 13a2101 - cemex system fast genta 70g.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 component code, type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 clinical code. H3: the revision reported was likely the result of prosthesis wear. Possible causes of the observed polyethylene wear include hyperextension of the knee in-vivo, alignment of tibial construct more anteriorly with respect to the femoral component, third body wear, high contact stress during flexion, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. As the suspect device was not provided, none of these potential causes or their contribution to the sequence of events can be confirmed.